Event description:
Related manufacturer report number: 2017865-2022-08378. A patient's pacemaker (pm), right ventricular (rv) lead, and atrial lead were received. Return documentation indicated the patient had deceased due to an unknown cause. No additional information was reported.

Manufacturer narrative:
The device was returned due to unknown patient death. Failure event unrelated to the adverse event was observed during analysis. Final analysis found, as received, the device output and telemetry communication were normal. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found in normal range. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly.